Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the returned product.(B)(4).

Event description:
Allegedly patient had a non-union - not due to hardware per surgeon. Patient is vitamin d deficient - non-compliant. Revised to a medium plate and screws.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00725.